Manufacturer narrative:
A ge service rep performed an on site investigation. The plastic was removed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that a sheet of plastic on the cross arm of the 9800 system got stuck inside the dog house cover of the workstation. No pt injury was reported.